Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined a loose internal blade connector was the cause of the reported issue. An adjustment was made to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.